Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that calibration signals were within expected ranges. However, it was noted that the customer was using a positive control kit that had expired on 31-mar-2022. Different patient sample results between the elecsys hiv combi pt and elecsys hiv duo assays were attributed to differences in assay composition and ingredients. The root cause was identified as a patient sample-specific discrepancy. The device remains in operation at the customer site. It was recommended that all initially reactive samples be retested in duplicate with the elecsys hiv combi pt assay and confirmed using appropriate confirmatory algorithms, such as western blot or hiv rna tests, in conjunction with the patient¿s medical history and clinical findings.

Event description:
The initial reporter alleged inconclusive hiv results for one patient tested with the elecsys hiv combi pt assay on the cobas e411 rack analyzer. The first sample, collected on (B)(6) 2024, was tested with the hiv combi pt assay and generated a reactive result of 80.19 coi. The same sample was tested with a non-roche hiv assay, which produced a negative result. A second sample, also collected on 06-mar-2024, was tested with the hiv combi pt assay and generated a reactive result of 83.21 coi. The second sample was further tested with the elecsys hiv duo assay on a cobas e 801 analyzer, which produced a non-reactive result. A third sample, collected on (B)(6) 2024, was tested with the hiv combi pt assay and generated a reactive result of 73.24 coi. Testing of the third sample was repeated by a roche representative, confirming a reactive result of 64.7 coi with the hiv combi pt assay and a non-reactive result of 0.209 coi with the elecsys hiv duo assay.